Manufacturer narrative:
D10: added ipg.

Event description:
It was reported the patient experienced ineffective stimulation. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy restored.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number:(B)(6).

Manufacturer narrative:
The reported event of insufficiency of the system therapy performance could not be confirmed due to the complete lead not being returned. As received, the lead terminal end segment passed the continuity test indicating no broken wires. The stimulation end of the lead was not returned.